Manufacturer narrative:
Used set examined. Two priming cycles were performed with satisfactory results. Two dispense cycles were performed without problems. Station #5 dispensed (pumped) the programmed amount of 1.5 ml's on both runs. Conclusion: set functioned satisfactorily without problems and delivered accurately. Complaint could not be confirmed.

Event description:
Details of the event are uncertain and confusing, but apparently bubbles appeared in the line and the user tried to prime line one but could not. Therefore, they turned off the compounder and reprimed the line. Magnesium sulfate was in station #5. The device was programmed to deliver 1.5 ml's of magnesium sulfate, but more than 50 ml's reportedly were pumped. The device reportedly continued to pump after the bottle emptied and air appeared in the line. No alarm was activated. User suspected the transfer set as causal. The incident occurred during compounding of the solution and no patient was involved in the incident. The fluid was discarded and not used clinically.